Event description:
It was reported that the lead exhibited an increase in threshold and there was no capture at maximum output. Lead repositioning was unsuccessful. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.